Event description:
Event description boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained legal counsel and filed a lawsuit. There were no specific allegations against device malfunction. New information received indicates that this device was explanted and returned for an unknown reason.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. A review of the memory log verifies that the device was functioning normal while implanted.